Event description:
It was reported that the customer received a power source alert. Additionally, the pump indicated a data log corruption. There was no reported impact to customer's blood glucose. Reportedly, the alerts cleared, and the pump successfully began charging after leaving the pump plugged into the power source. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.